Event description:
A bronchoscope culture positive for fungus. After sterilizing the bronchoscope by eto, the resulting patient smear was negative. The bronchoscope has been manually reprocessed and there have been no new reports of positive cultures. Upon recommendations from an independent epidemologist, the hospital is instituting changes in scope reprocessing. The epidemilogist has decided not to culture the water source although this could be the source of the problem. A sales rep. Visited the hospital in order to further demonstrate to hospital personnel the method of drying scopes after procedures.